Event description:
It was reported, the subject device displayed scope communication error (e226) several times with the video laparoscope. The issue occurred, during a diagnostic hepatectomy. The intended procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h6, h11. The device was not returned to the regional investigation center. The investigation was performed based on the provided information by the customer and field service. Olympus was not able to confirm the customer failure. Based on the results of the investigation, no problem was identified and the device meets its specification . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.